Manufacturer narrative:
The lens was returned in liquid, in a lens vial. Visual inspection found no visible damage to the lens. (B)(4).

Event description:
A 13.2mm tmicl13.2 implantable collamer lens, -9.0/+2.0/089 (sphere/cylinder/axis) was returned to staar surgical. The words "upside down" and "did not use-od" were written on the box. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Additional information received: on (B)(6) 2019 the tmicl lens was implanted upside down. It was removed and replaced successfully with a back-up lens. The lens was implanted, removed, and replaced all within the same surgery. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).